Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of low results. Customer states she feels well and no medical attention is needed. The customer's expected blood results are 200-250mg/dl fasting. Verified the strips expire 05/31/2017. Customer confirms the strips are stored properly and were first opened (B)(4) 2015. Customer performed a back to back blood test 133mg/dl and 134mg/dl fasting. Reviewed meter memory: 1: 179mg/dl (B)(4) 2015 03:33:00 am fasting: yes; 2: 112mg/dl (B)(4) 2015 02:34:00 am fasting: yes; 3: 240mg/dl (B)(4) 2015 12:00:00 pm fasting: yes; 4: 86mg/dl (B)(4) 2015 03:06:00 pm fasting: yes; 5: 57mg/dl (B)(4) 2015 11:05:00 pm fasting: yes. Customers concern: 179mg/dl and 57mg/dl (B)(6) 2015.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip had a poor fill.

Event description:
Customer complains of low results. Customer states she feels well and no medical attention is needed. The customer's expected blood results are 200-250mg/dl fasting. Verified the strips expire 05/31/2017. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed a back to back blood test 133mg/dl and 134mg/dl fasting. Reviewed meter memory: (B)(6).